Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that a catheter issue occurred. An opticross was selected for use in the ultrasound examination. During preparation, flush was performed with the telescope in the advanced state, however air was detected in the transducer section. The procedure was completed with another of the same device. There was no patient complications reported.